Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected power loss alarms noted during testing or in the format history file. Unexpected replace battery alert and replace battery now alarm while monitoring, unexpected power loss alarms noted in the format history file and the power management graph indicated connector resistance issue. Connector on pcba 1 was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 5 days with the device functioned properly during testing. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and scratches on display window cover.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received replaced battery now alarm without low battery alert more than once. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.